Manufacturer narrative:
The root cause, based on the available information does not appear to be related to the product. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the initial reporter, who reported that the patient's left eye was affected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Account manager reported on behalf of surgeon that patient had a 15.0 lens implanted and he exchanged it for a 17.5. His belief is the lens wasn't actually 15.0.